Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter, smart device, and receiver occurred. No additional patient or event information is available. Data was provided for evaluation. The reported event of a loss of connection was confirmed via data. A root cause could not be determined. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the device held no voltage; therefore the reported problem could not be confirmed via testing. A review of the share logs was performed and a loss of connection was found on the issue date. The customer complaint of a loss of connection was confirmed. The root cause could not be determined.